Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was out of position and leakage was observed. At the end of the handle where the dilator can be introduced, the hemostatic valve was broken. The valve was not broken into separate pieces. The sheath was replaced, and the issue resolved. Air did not enter the patient's body. There was no need of percutaneous or surgical removal. No patient consequences were reported. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001589 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo" 8.5f bi-directional guiding sheath medium was out of position and leakage was observed. At the end of the handle where the dilator can be introduced, the hemostatic valve was broken. The valve was not broken into separate pieces. The sheath was replaced, and the issue resolved. Air did not enter the patient's body. There was no need of percutaneous or surgical removal. No patient consequences were reported. The hemostatic valve break and leakage are MDR-reportable.